Event description:
It was reported the patient's ipg became inoperable during the patient's lead revision procedure on (B)(6) 2021 (manufacturer report number: 3006705815-2021-02825). It was noted that the ipg was placed into surgery mode. Troubleshooting was unable to resolve the issue. As a result, the device was explanted and replaced during the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.